Manufacturer narrative:
Investigation results: the sample was not received for physical evaluation, neither photos or videos were provided from the customer. Should the sample become available, the investigation file will be reopened and will be updated accordingly. At this time a search in the system was performed, to verify the product availability for companion samples at the dcs; the entire lot has been sold and distributed. During the product history review of the involved lot a documented nonconformance related to the same failure mode as alleged in the event description. The nonconformance found was against a leak in the cassette caused by a damaged in the film. The alleged event ¿fluid leak on the inside of the cassette door¿ was confirmed based the nonconformance found during the device history record (DHR) review performed. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instructions for use (IFU) of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette, ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. The alleged event was confirmed against the nonconformance but unable to identify how the failure mode was generated.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient bypassed drain 0 after being advised by their nurse to do so. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient bypassed drain 0 after being advised by their nurse to do so. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.